Manufacturer narrative:
The device was not sent to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, since the device was not sent to olympus for evaluation, it was not possible to determine the cause of the event. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the camera head would not take pictures. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.